Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted extensive adhesions that took greater than 1 hour to lysis. She found that the omentum and bowel were very closely adherent to the mesh that took a significant amount of time to dissect. After addressing the adhesions, she was able to excise the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/3/2022.

Manufacturer narrative:
Date sent to the FDA: 5/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.